Event description:
No additional information was received.

Manufacturer narrative:
Items returned: -pusher -dispenser hoop -v-grip (qty 2) items not returned: -implant -introducer -shrink lock -microcatheter the visual analysis of the returned items found that the implant was not attached to the pusher. Further inspection found the heater coil damaged and exhibited burn marks, indicating that the device was thermally activated . Continuity and resistance testing could not be performed to determine if a condition existed on the pusher that would have caused or contributed to the reported detachment issue due to the damage on the heater coil. Investigation of the pusher found the monofilament with a mushroom profile at the tip indicating that the implant was successfully detached from thermal activation using a detachment controller. The two v-grip controllers returned were also evaluated and found both functioning normally (see controller evaluations below). Controller 1 investigation (see controller 1 voltage and duration measurement): the vg2 controller board voltage and firing duration was measured using an oscilloscope. When the vg2 controller was inserted into the test fixture, a green light appeared with normal audio output. Voltage: 8.88v (spec = 8.5-9.5v per cf11434) duration: 753.9ms (spec = 650-850ms per cf11434) the vg2 controller board voltage and duration were found to be within specification. Controller 2 investigation (see controller 2 voltage and duration measurement): the vg2 controller board voltage and firing duration was measured using an oscilloscope. When the vg2 controller was inserted into the test fixture, a green light appeared with normal audio output. Voltage: 8.80v (spec = 8.5-9.5v per cf11434) duration: 750.3ms (spec = 650-850ms per cf11434) the vg2 controller board voltage and duration were found to be within specification. The investigation of the returned coil system found the implant not attached to the pusher. The implant was not returned for evaluation as it remained in the patient as described in the reported event. The pusher heater coil was returned damaged and exhibited burn marks, indicating that the device did experience thermal activation using a detachment controller. The investigation found the pusher¿s monofilament with a mushroom shape at the tip, which further indicates the device experienced thermal activation using a detachment controller. Due to the condition of the heater coil, this investigation could not test for or assess the continuity and resistance of the pusher to determine if a condition existed in the pusher electrical circuit that would have caused or contributed to a delayed or sticky detachment and therefore, this complaint is considered non-verifiable. However, if the heater coil was damaged at the time of detachment during the procedure, the damaged heater coil could have wedged the implant onto the pusher, resulting in a sticky detachment. The physical evaluation of the device could not identify the conditions or circumstances that led to the heater coil damage, but the damage is consistent with the device experiencing forces over specification. The returned v-grip controllers were both found to function as intended and would not have caused or contributed to the reported event.

Event description:
It was reported that: after placement of coil from a jailed s-10 microcatheter, the v-grip and had green light and went through the detachment cycle; however, the coil did not detach. Three (3) additional attempts were made with same v-grip with same result. Another v-grip with same lot was used; however, did not detach the coil. Manipulation of the coil back and forth and slight manipulation of the microcatheter was done between every detachment attempt. During 4th and 5th detachment attempt, the v-grip showed red light on both v-grips. The physician decided to remove the coil; after approximately 8cm into the microcatheter, the coil detached. The coil was then pushed back into the aneurysm with the detached pusher wire. When the coil was pushed back into the aneurysm, it was pushed beyond the coil marker of the microcatheter to make sure it would exit the microcatheter and stay in the aneurysm; however, the coil kept coming back into the catheter with the pusher wire. The coil was then withdrawn approximately 4cm into the microcatheter before it dislodged again. The pusher wire was then removed and replaced with a guidewire and was able to push the coil back into the aneurysm, where it remained. Four (4) hydrosoft coils were then placed without problems with the same v-grips. The patient was reported to be doing good.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The complaint as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted. The instructions for use (IFU) identifies difficult or premature coil detachment as a potential complication associated with the use of the device.